Event description:
The event is reported as: "customer alleges the tip from the blade broke off and was retrieved during a procedure." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report.